Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, the balloon ruptured during inflation. The procedure was completed with a different device. There were no patient complications reported.